Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm and rewind the insulin pump. The customer was assisted with self test but the insulin pump did not pass the self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and selftest. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). (B)(4).

Manufacturer narrative:
Device passed the displacement test and selftest. Pump error 63 confirmed in pump history with variable due to broken trace at keypad assembly.